Event description:
Captiva spine was contacted by a distributor representative with information regarding a broken screw. The original implantation was completed on (B)(6) 2013. The patient reported a slip and fall occurred on (B)(6) 2014. Revision surgery was completed on (B)(6) 2015 to replace a broken lower screw. The revision surgery was uneventful. Captiva has determined that the slip and fall (trauma) contributed to the hardware breakage. There have been no further issues reported regarding this incident.